Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the system controller power cable strain relief was confirmed via submitted images. The heartmate ii system controller (serial #: (B)(6) was not returned for analysis and no log files were submitted for review. It was communicated in the reported event that the heartmate ii system controller (serial #: (B)(6) was discarded. Additional information contained submitted images regarding the damaged white power cable bend relief on the system controller. The root cause of the reported event was unable to be conclusively determined in this analysis. Heartmate ii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate ii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use and informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. The user is informed not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the controller was exchanged on (B)(6) 2019 due to the power connector bend relief cracking. The controller was discarded due to simple wear and tear. No alarms were documented.